Manufacturer narrative:
MFR ref # (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopically assisted vaginal hysterectomy, the needle of the loading unit would not stay in the endostitch device. A second newly opened device and loading unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle received noted no witness marks on the needle. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Additional information: model #/lot #, device available for evaluation?, device evaluated bt MFR?